Event description:
The customer reportedly obtained a "lo" (less than 10mg/dl) and 80mg/dl on the accu-chek compact system within a ten minute timeframe. No reported actions taken or treatment rendered based on the results. No adverse event reported. The customer discarded the drum used during the event. The suspected product is unavailable for return; replacement was sent.